Manufacturer narrative:
Article citation: ¿breast implant texturization does not affect the crosstalk between msc and alcl cells¿, by orciani, monia; caffarini, miriam; di primio, roberto; torresetti, matteo; di benedetto, giovanni; campanati, anna; and parodi, piercamillo, november 16 2018, doi:10.1007/s10753-018-0930-4. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article 'breast implant texturization does not affect the crosstalk between msc and alcl cells' it was reported that a patient experienced capsular contracture baker grade iii. Treatment: implant replacement and capsulectomy. The affected side is unknown.